Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture. The rv lead was capped and replaced on 06 nov 2023. The patient was in stable condition.